Event description:
It is reported that the tm reverse drill broke intraoperatively.

Manufacturer narrative:
Evaluation summary: scanning electron microscopy analysis of the fractured device revealed that the fracture was indicative of an overload situation. Cause cannot be definitively determined. The bit has a fractured tip that was not returned. As measured, the instrument is conforming to manufacturing specifications. The manufacturing records are in order and do not contain any anomalies.